Event description:
The field engineer reported that the system displayed a charger failed error message at system boot and would not allow exposure. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connector pins on the power cap module were cleaned and reseated. The system was then found to be operating as intended.